Event description:
Consumer's family member alleges because the raised toilet seat was not sturdy enough for patient, the seat slid sideways and to the front causing pt to fall and hit their brow bone on the heater in the bathroom. As a result of the incident, the family member cut their head open, sustaining scrapes and bruised. Pt also sustained cuts to both arms and received a scratch 3" or 4"m long on the shoulder. Consequently the pt was hospitalized where their vital signs showed that their blood pressure was down.